Event description:
During quarterly review of FDA website, this report (B) (4) was found. MFR had not received notification of incident prior to this review. Event description states: "pt complained received frostbite from breg polar care unit. Pt alleges that the polar care was applied directly to the knee without a barrier, although rn's state that a barrier was applied - pillow case folded-. Likely product use error. Pt may have applied directly to skin after discharged from hosp, although was sent home with unit that contained MFR recommendations. Dates of use: continuous, 2009. Diagnosis: inflammation post procedure - I&d-."

Manufacturer narrative:
(B) (4)